Event description:
Customer had alleged an issue of pale image received against the scope in an unknown procedure being used in conjunction with this device. There is no harm reported to the patient. Upon evaluation of the scope, it was observed that there was no malfunction with the device. Therefore, this device is being investigated as the cause of the issue. This medwatch is being submitted for the device being the possible cause of dark image being observed on the monitor.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information in b5 obtained from the customer.

Event description:
Additional information was received from the initial reporter noting the event (pale image and dark monitor image) occurred during an unknown procedure. The procedure was completed using a similar device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Additional information has been received for this event. Correction being made to g2. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g2, g3, g6, h2, and h10.

Event description:
Addendum (B)(6) 2022: the monitor displayed a dark image one hour into the procedure.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. The connection of the device for this event was made with the sdi port. The device ltf-s190-5 scope reported by the facility for this event is captured in medwatch with patient identifier (B)(6) (serial number (B)(6). Facility reported two other earlier events for the ltf-s190-5 scopes; they are captured in medwatches with patient identifiers (B)(6). (Sn (B)(6).

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-february-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event (image failure) was unable to be duplicated. However, during the investigation it was noted that the scope connector socket had a trace of chemical and water. It¿s probable the lack of drying may have caused a communication failure. The root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.